Event description:
It was reported that the patient required revision surgery 3 months following primary surgery. Stem subsidence by 2.5 cm and patient reported thigh pain. Removal of accolade tmzf stem and 32mm standard lfit v40 head to revise to exeter stem and lfit 32mm v40 +4 head.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Device evaluation and results. Fibrous on-growth was observed on the coated surface of the returned stem. There were scratches and damage present on the taper, trunnion and drive hole, most likely due to explantation. The device was dimensionally within specification. A functional test was not performed as the event cannot be replicated. Medical records and evaluation indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient required revision surgery 3 months following primary surgery. Stem subsidence by 2.5 cm and patient reported thigh pain. Removal of accolade tmzf stem and 32mm standard lfit v40 head to revise to exeter stem and lfit 32mm v40 +4 head.